Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced being confused, had unusual behavior, and was sweating and shaking. The patient´s spouse called an ambulance around 03:00 am, and the paramedics treated the patient with a glucagon injection. When a fingerstick was taken the cgm was reading 5.0 mmol/l and the blood glucose reading was 1.4 mmol/l. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.